Event description:
A new version of this surgical retractor system was developed to add a tilting post and rotating extended bar upon request of a physician/customer. One unit was produced and released for clinical use by the requesting physician, and the device was used for approximately one year with no reported problems. However, the device was recently being used in an internal mammary artery dissection procedure when a weld in the device cracked and the device fell slowly to the surgical table. No injury occurred. The device was retrieved and evaluated by the manufacturer. (See h.3./h.10). No other unit of this design have been distributed. This report is considered to be sufficiently complete and no follow-up report is planned.